Event description:
Needle does not retract as expected and sticks in the proximal portion of the catheter and does not retract into the safety mechanism. This also unexpectedly pulls on the inserted catheter when attempting to withdraw the needle.